Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from a hole in the blue stripe tubing ff173-ff183 through pinch valve pv49. The fse replaced all tubing associated with pinch valve pv49. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately five milliliters of fluid leaked at pinch valve pv49 during system shutdown involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient injury associated with this event. The instrument was not in use. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.